Event description:
It was reported that there was a cracked float switch. No adverse effects to patient reported.

Event description:
It was reported that there was a cracked float switch. No adverse effects to patient reported.